Manufacturer narrative:
The cylinder was returned to the manufacturer for analysis. Analysis found that visual inspection showed signs of oil leaking at the bottom of the cylinder from the weep hole due to oil residue on the cylinder. Analysis found that the reported event was related to a mechanical issue. The battery charger 2 was returned to the manufacturer for analysis. Analysis found that visual inspection confirmed that the green led on test fixture channel g failed. Functional test failed; charger g output failed. Ovdc output voltages were recorded. All other charger output and the sense voltage were within range. Analysis found that the reported event was related to an electrical issue. The battery charger 1 was returned to the manufacturer for analysis. Analysis found that the battery charger passed functional output bench testing. The charger board was installed on a test system, the system readied and charged as expected. No battery, ow voltage or unexpected power down occurred while under test. 2d and 3d images were successful and there was no problem found with battery charger 1 pcba. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative visited the site and completed a system checkout. Testing revealed that the lift and shift cylinder was leaking. The charger board 2 charging channel was a 0v causing an error 25. The lift and shift cylinder charger 1 and 2 boards were replaced. The system then passed the system checkout and was fully operational. The charger boards and the lift and shift cylinder were returned and are currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the x-ray charger boards were found to be bad during a planned maintenance (pm). There was no patient present when this issue was identified.